Event description:
The customer stated that he was hospitalized for high blood glucose after the insulin pump gave an alarm that erased all of the settings. No blood glucose reading was reported for the event. The customer stated he did not know the settings had been erased. The customer was assisted in programming the time, date and bolus wizard settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.